Manufacturer narrative:
PMA/510(k) # p100022/s026. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per the phone call on (B)(6) 2024: the stent was originally placed on (B)(6) 2023. The patient notified her physician that her leg pain was worsening, so the physician order some testing. On (B)(6) 2024 the stent was showing restenosis on the proximal end. The physical felt that it was too soon for this to occur. The stent was not removed, the physician decided to retreat it with a drug coated balloon. Patient outcome : no patient impact reported other than having to have the additional procedure. Sg (B)(6) 2024. Patient/event info - notes : the following information has been received via phone call on (B)(6) 2024. Sg (B)(6) 2024 3.60 are images (e.g. Angiography, us etc.) Of the device and/or procedure available? Yes, will be sent by the dm. 3.67 what artery was the stent placed in? Psfa distal - left 3.72 was the patient¿s anatomy difficult or altered? Some calcium, not tortuous 3.77 was the stent fully deployed in the patient before removing the delivery system? Yes 3.78 after deployment did the stent show signs of any of the following: no. 3.79 was post-dilation performed after the placement of the stent? Yeso. 3.80 did any portion of the device break off? No.

Event description:
A supplemental report is being submitted due to completion of the investigation on 2 sep 2024.

Manufacturer narrative:
PMA/510(k) # p100022/s026. This pr was opened in response to a report from (B)(6) hospital, that ¿the stent is showing restenosis on the proximal end¿. The complaint description states ¿the patient notified her physician that her leg pain was worsening, so the physician order some testing. On (B)(6) 2024 the stent was showing restenosis on the proximal end. The physical felt that it was too soon for this to occur. The stent was not removed, the physician decided to retreat it with a drug coated balloon¿. With the information provided, a document-based investigation was conducted. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records was not completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. Instructions for use and/label: there is no evidence to suggest that the customer did not follow the instructions for use. Restenosis is listed in the device IFU as a known potential adverse event. As per ifu0118, ¿potential adverse event that may occur include the following: allergic reaction to anticoagulant and or antithrombotic or contrast medium, allergic reaction to nitinol, atheroembolization (blue toe syndrome), arterial aneurysm, arterial rupture, arterial thrombosis, arteriovenous fistula, death, dissection, embolism, fever, hematoma/hemorrhage, hypersensitivity reactions, infection, infection/abscess formation at access site, ischemia requiring intervention (bypass or amputation of toe, foot or leg), occlusion, pseudoaneurysm formation, renal failure, restenosis of the stented artery, stent embolization, stent malapposition, stent migration, stent fracture, vessel perforation or puncture, vessel spasm, worsened claudication/rest pain¿. Image review: physician¿s imaging review: 1. Two angiographic images at time of placement of a zilver ptx and 7 months later. 2. First image is an angiographic image of the left lower extremity demonstrating a 6mm x 140 mm zilver ptx deployed in the mid left sfa. There is no evidence of residual flow limiting stenosis. The stent has a normal configuration. Of note, the proximal sfa, above the level of the stent appears relatively normal. 3. The second image demonstrates development of sequential severe stenosis of the native sfa proximal to the stent with minimal extension into the proximal margin of the stent. The portion of stenosis that is most severe is outside of the stent. The degree of stenosis proximal to the stent measures ~78% and in the stent measures ~50%. Impression: 1. A zilver ptx was used to treat atherosclerotic disease in the left sfa. A pre treatment angiogram was not submitted for review to determine the degree of stenosis/occlusion prior to stent placement. 2. The stent appears to have deployed uneventfully as the immediate post deployment image demonstrates good opacification of the stent lumen. Of note, the native artery proximal to the stent appears normal. 3. The follow up angiogram demonstrates interval development of severe stenosis involving the sfa proximal to the stent and extending into the proximal portion of the stent. The portion involving the stent, is not the most severe, and would be considered moderate, ~50%. The most severe portion of the recurrent stenosis is several centimeters proximal to the proximal stent margin and likely has nothing to do with the stent. In addition, without the pre-treatment angiogram, I cannot determine if this segment of the sfa originally had severe disease in this region, or if this appearance is new. I would suspect this area had disease and was angioplastied at the time of stent placement. The appearance on this angiogram is due do a prolific neointimal response from the trauma of the angioplasty, and not related to the in-stent restenosis the zilver ptx is designed to mitigate. The stent is too far away from the area of most severe stenosis to be related to the stent. There is moderate in-stent restenosis present, but this focal area is not likely the cause of the patient¿s symptoms given the severe stenosis proximal to this lesion. The zilver ptx is designed to decrease the risk of neointimal hyperplasia, but is not guaranteed to stop it completely. This area of in-stent restenosis did occur fairly quickly, but may be related to the prolific response of the area treated above the stent, tracking down into the proximal stent, as it does not appear to present elsewhere along the length of the stent. This area of recurrent stenosis was treated with drug coated balloon angioplasty. It would be interesting to see how long this treatment lasts until this area recurs. Root cause analysis: a definitive root cause could not be established. A possible root cause can be attributed to the patient experiencing ¿a prolific neointimal response from the trauma of the angioplasty, and not related to the in-stent restenosis the zilver ptx is designed to mitigate¿, as per medical advisor input and image review. The image review indicates that the patient¿s pain and claudication were likely a result of the more severe stenosis in the segment above the stented area, and not related to the cook stent, as per image review ¿the most severe portion of the recurrent stenosis is several centimeters proximal to the proximal stent margin and likely has nothing to do with the stent¿, and ¿this area of in-stent restenosis did occur fairly quickly, but may be related to the prolific response of the area treated above the stent, tracking down into the proximal stent, as it does not appear to present elsewhere along the length of the stent¿. Stent restenosis is defined as the narrowing or blockage of a previously implanted stent in a blood vessel. This condition can occur after a successful procedure, where a stent is placed to keep the vessel open and restore blood flow. However, in some cases, the inner lining of the blood vessel may grow back over the stent, leading to the stent to become narrowed or completely blocked again. This can occur due to progression of a patients pre-existing condition. Restenosis can be caused by injury to the vessel (e.g. During percutaneous transluminal angioplasty (pta) and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that surface of the zilver ptx stent is coated with the drug (paclitaxel) to help prevent subsequent restenosis of the artery. Restenosis of the stented artery is a known potential adverse effect. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: for all complaints a recommended action will be to continue to monitor for similar events. Summary of investigation: this file was opened in response to a complaint from (B)(6) hospital that ¿the stent is showing restenosis at the proximal end¿. Confirmed quantity of 01 device used. According to the initial reporter, the patient required surgical intervention ¿with a drug coated balloon¿. A possible root cause was attributed the patient experiencing ¿a prolific neointimal response from the trauma of the angioplasty¿, which was not related to the cook stent. Restenosis of the stented artery is a known potential adverse effect.